Event description:
Dislodgement of the lead was reported. The lead was extracted when an attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.